Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constantly and did not flow, then shut off during patient infusion. The patient was getting 40 ml over a half hour piggy backed with 10% dextrose solution. The event occurred in the neonatal intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.